Event description:
On 11/17/93, pt underwent placement of the device. During week of 11/29 to 12/3, slight problems with aspiration of blood were noted. On 12/6, rn noted complete withdrawal occlusion during attempt at lab draw, along with new developement of prominent superficial veins in left anterior chest wall and extreme dilitation of superficial left axillary and shoulder veins. Dr was notified and left arm venogram performed, confirming complete occlusion of left svc, axillary vein and brachiocephalic vein.